Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient uses tandem mobi in hybrid closed loop. The patient was reportedly hyperglycemic for the week before the event. The cgm values were not provided and the bg was not checked. On (B)(6) 2024, the patient experienced malaise, nausea, vomiting and dry mouth for a day. The cgm value at that time was not reported and the bg was not checked. The patient went to the hospital. There, the bg was 500 mg/dl while the cgm was reading 350 mg/dl. The patient had diabetic ketoacidosis (dka) and was treated with insulin and IV fluids. The patient improved and was discharged after 3 days. At the time of the report, the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.